Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation determined component causality to be evidence of contamination on the encoder board, flex/board connection, and on the encoder sensor. The motor assembly will be replaced to address this condition.

Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient involvement.